Event description:
Report was rec'd directly from pt. All info was provided by pt and not a health care professional. It is reported by pt that on may 1999 an anterior cruciate ligament procedure was performed. It is alleged by the pt that two bioabsorbable screw (bioscrew) were used- tibial and femoral. However, the pt has not been able to provide a catalog or lot number to confirm that it was a bioscrew. A few months after the surgery, pt alleged that pt suffered from "some type of reaction". Pt believes it is from the bioabsorbable screw. The alleged symptoms were partial facial hair loss, chronic fatigue syndrome, and weight gain. This has not been confirmed by any health care professional. Several attempts made to contact the surgeons but none would provide additional info due to confidentiality reasons. Also, no one has been able to provide catalog or lot number. Unable to verify allergic reaction is related to the screw. Allergist would not provide info due to confidentiality issues. On 8/16/00, pt called to inform co one of the two bioscrews was explanted and was partially dissolved. Pt reported pt's symptoms have since improved. No catalog or lot number known or available. No product to be returned. None of the physicians would provide MFR any other info.